Manufacturer narrative:
Device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse platform (B)(4). Visual inspection of the returned autopulse's platform was performed and found no damage to the board. The load plate cover was missing. A review of the archive was performed and it showed that there were numerous of fault "user advisory 7" (discrepancy between load1 and load2 too large) on date (B)(6) 2015 and on the last session on date (B)(6)2015 the archive also showed "user advisory 7". Functional testing was performed and device passed the test. In summary the customer's reported complaint was confirmed. The reported load cell error message resulted from a damaged load cell due to normal wear. After performing the load cell conversion kit, the reported issue was resolved. It was also observed that the battery connector and pcu cable had physical damage and were replaced. In addition, the clutch plate was deburred to resolve difficulty rotating the drive shaft. After replacement of the necessary parts, the autopulse's platform passed final test.

Manufacturer narrative:
It was also reported that the failure has not been replicated since the patient incident. Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform displayed an error message. The exact error code was not recorded by the customer. No adverse patient sequelae was reported. No additional details were provided. Please note that the date of event was not provided.